Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 95 mg/dl and 92 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/27/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 92mg/dl (B)(6) 2015 08:26 pm; 2: 90mg/dl (B)(6) 2015 10:24 pm; 3: 87mg/dl (B)(6) 2015 06:48 am; 4: 175mg/dl (B)(6) 2015 08:51 pm; 5: 57mg/dl (B)(6) 2015 10:08 am. Adverse event not reported.